Event description:
The customer reported that the screen would go black and they would have to restart the system to continue. This resulted in a loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ac plug was evaluated and reseated. The system was tested and found to be working as intended and returned to service.